Event description:
It was reported that during a craniotomy procedure for acute subdural hematoma; a piece of the wire pass drill had broken off and remained in the bone. It was also reported that a routine post-operative x-ray revealed the bur tip in the bone. It was further reported that it is unk whether this event will have an adverse effect on the pt, the procedure was completed successfully.

Manufacturer narrative:
The drill bit subject to this investigation was not returned to the manufacturer for eval, it was discarded. Lot number info has not been provided to permit further investigation. The root cause is undetermined.